Event description:
It was reported by the customer that a pyxis medbank es system had a drawer failure. The customer stated that the user was unable to remove the medication for the patient during the malfunction and there was no delay to the patient's workflow. There were no adverse events or injuries reported based on this incident.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction occurred due to a module control board issue. A field service engineer replaced the module control board, communication bus cable was reattached to the control board and the tower, reconfigured the drawers to resolve the issue. The system functioned as intended after the field service engineer troubleshooted the device.